Manufacturer narrative:
B5: upon additional information, 'the majority of 4 units were affected.' H11: two (2) actual devices were received for evaluation. Visual inspection was performed which noted a solvent residue mark at the filter. The solvent application and the interaction between the filter and the solvent creates a physical reaction that produced the white marks. Further analysis via fourier transform infrared spectroscopy (ftir) test identified the mark as intrinsic material with the same composition of the tubing. No embedded particle in the samples. The marks were identified as intrinsic material with the same composition of the tubing, confirming no presence of particulate in the tubing. The failure mode was replicated using an unused filter, tubing and solvent 70/30 cyclohex/mek, the reported condition is considered an expected product characteristic due the interaction with the solvent 70/30 cyclohex/mek. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink, non-dehp solution sets had particulate matter (pm) in the tubing right above the filter. The pm was described as ¿white discolored section in the tubing right about the filter¿ and ¿white substance can be scraped off the tubing¿. The pm was identified prior to patient use. There was no patient involvement. No additional information is available.